Event description:
Medtronic received information from a user facility medwatch that following the implant of this bioprosthetic valve, the patient developed atrial fibrillation-flutter, resolved with cardioversion. Four years post implant, the valve was explanted and replaced with another mitral valve. Operative findings revealed a torn valve leaflet, with no other overt abnormalities. No additional adverse patient effects were reported. It was reported the patient had a history of rheumatic heart disease.

Manufacturer narrative:
Without the return of the product, no definitive conclusion can be made regarding the clinical observation. Should the product be returned, a follow up report will be submitted. Because no serial number was provided, the device history record could not be reviewed. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date of this report.